Event description:
It was reported that the patient presented for a routine implant. It was noted during the procedure that a stylet could not be introduced/advanced into the lead. Multiple stylets were attempted but none could advance to the end of the lead and the last stylet remained stuck within the lead. There were no complaints on the stylets. The lead was replaced and a new lead was implanted successfully. There were no patient consequences.

Manufacturer narrative:
The reported event of stylet could not be removed/advanced was confirmed. As received, a complete lead was returned in one piece for analysis. A stylet insertion test was performed, and obstruction/restriction was found at the proximal region of the lead. Visual inspection and x-ray examination did not find any anomalies at the stylet obstruction region. Additional analysis was performed, and the inner coil at the stylet obstruction region of the lead was found with excessive dried blood inside the inner coil. The cause of the reported event was isolated to clogged blood inside the inner coil.